Event description:
A surgeon reports that during intraocular lens (iol) surgery, a white ring of foreign material was noted in the eye after insertion. Follow-up information from the surgeon indicated the iol appeared to snag the posterior capsule when the iol was rotated, resulting in a tear. Vitreous then presented itself. The iol was removed, and an anterior vitrectomy was performed. The incision was widened to insert the replacement lens. The patient has done well postoperatively. The surgeon felt the iol delivery system caused a rough edge or a tear at the haptic/optic junction of the iol. Additional information has been requested.

Event description:
Additional info has been provided by the reporting surgeon. The previous info provided was incorrect, there was no torn capsular bag associated with this event. The info previously reported belonged to an event reported under MDR report # 1119421-2002-00191. The surgeon indicated there was no untoward effects noted from the foreign material.